Manufacturer narrative:
Concomitant medical products: dtba1d4, crtd; 6947m55, lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited increased thresholds. It was also reported that during the generator changeout due to normal recommended replacement time (rrt), when the new cardiac resynchronization therapy defibrillator (crt-d) was connected to the same lv lead with the increased thresholds, the leads thresholds were noted to be within normal limits. The device was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.